Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the universal serial bus (usb) due to a series of error codes. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator generated error codes, and became inoperable. There is no information regarding patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.